Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia at approximately 290 mg/dl and expressed concern that the algorithm was not working, while at the beach with poor connectivity; the user declined troubleshooting and did not have access to supplies, and a factory reset was mentioned as an option to be recommended by a healthcare provider or clinical decision support. Symptoms included elevated blood glucose. Outcomes included no reported injury, no alerts or alarms, and no medical intervention. Investigation included complaint review and attempted data synchronization, which could not be completed due to limited connectivity. Investigation of this case revealed the cause to be unclear, with a potential site or connectivity issue unconfirmed. It was concluded that the event was user-reported hyperglycemia with undetermined cause and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.